Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "pump 703389 had only infused 10 ml over 22 hours instead of the 110 ml it was intended to infuse." Device operator was a registered nurse. Medication infused was 5fu. Patient was involved but not harmed.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2021-00116).

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected pump on 03/07/2022. Flow rate testing confirmed that the flow rate deviation was -3.41%. The flow rate accuracy was within the +/-5% specification. The event log was also reviewed. No device problem was identified. The reported issue was not confirmed.